Manufacturer narrative:
Pump. Analysis revealed no anomaly found. The pump had normal function. A 40.8 cm proximal catheter segment and 8575 pump connector were returned. Device analysis revealed no anomaly found, acceptable catheter testing.

Event description:
The patient experienced hypertonia. An x-ray in 2009 revealed a catheter discontinuity. The hcp replaced the pump due to anticipated battery end of service and revised the catheter at about 2 months later. There was no injury associated with the event. The patient recovered without sequela.